Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture was attributed to the patient¿s bulky calcification in the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 29 mm sapien 3 valve in the aortic position, an annular rupture occurred causing aorto-right ventricular communication. An attempt was made to close the rupture, but it was not possible and the patient passed away. As per medical opinion, the bulky calcification in the native valve was the cause of the rupture.

Manufacturer narrative:
In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below. (B)(4)- edwards sapien transcatheter heart valve; (B)(4) - edwards sapien xt¿ transcatheter heart valve; (B)(4)- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Investigation of this event is ongoing.

Event description:
As reported by our affiliates in the (B)(6), during a tavi last week, the annulus ruptured.